Event description:
It was reported that the patient had a lead dislodgement after implantation,"due to physician operation problem (physician was not familiar with how to implant the lead)". The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.